Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high defibrillation impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.